Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-08494.

Event description:
Related manufacturer reference number 1627487-2019-08494.

Manufacturer narrative:
It was initially reported that the patient's l1 vertebral level lead was found to have exposed wiring. Further follow up revealed that the explanted l1 vertebral level lead had no issue of exposed wiring. Exposed wiring was found on the replacement lead prior to implantation. The replacement lead was discarded accordingly.

Event description:
Related manufacturer reference number 1627487-2019-08495; related manufacturer reference number 1627487-2019-08493; related manufacturer reference number 1627487-2019-08494. It was initially reported that the patient's l1 vertebral level lead was found to have exposed wiring. Further follow up revealed that the explanted l1 vertebral level lead had no issue of exposed wiring. Exposed wiring was found on the replacement lead prior to implantation. The replacement lead was discarded accordingly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-08493. Related manufacturer reference number 1627487-2019-08494. Related manufacturer reference number 1627487-2019-08495. It was reported that the patient was experiencing high impedance and a shocking sensation. Surgical intervention took place on (B)(6) 2019 to revise the leads at the t11 and l1 vertebral levels. During the procedure, the lead placed at the l1 vertebral level was found to have exposed wiring and was explanted and replaced. Surgical intervention resolved the issue.